Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: herniated nucleus pulposus, c4-5. C5 cervical myeloradiculopathy. Cervical kyphosis. Cervicalgia. The patient underwent following procedures: c4-5 anterior cervical microdiskectomy with decompression of the spinal cord. C4-5 anterior cervical interbody fusion. Application of intervertebral spacer device at c4-5. Application of anterior cervical plate at c4-5. Use of the fluoroscope. As per operative notes,¿ a small rh bmp-2/acs product was opened up on the back table, collagen sponges were fully saturated. One-half to two-third of a rh bmp-2/acs soaked sponge was placed within the cage and placed in the c4-5 disk space. Interbody extraction was removed. The cage was locked in a 21.5 mm anterior cervical plate was provisionally affixed to the anterior spine and was drilled with 11-mm drill bits. ¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.